Event description:
Information received by medtronic indicated that the insulin pump had cracked on battery compartment. Customer stated that they received battery failed alarm. No harm requiring medical intervention was reported. The customer will return the device.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned pump for alleged pump error 15, failed battery test, and cosmetic damage located at the battery compartment found on (B)(6) 2022. The pump passed the displacement test, active current test, sleep current test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected battery alerts, alarms, or anomalies noted during testing. No pump error 15 noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts, alarms, or anomalies noted in the pump history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, and corroded battery tube. Pump error 15 was not confirmed during testing. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.